Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. As the customer did not complete the troubleshooting, tandem technical support was unable to determine a possible cause of the reported difficulty.